Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as there is no allegation of device deficiency and/or malfunction by end customer. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly, upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from canada via the implant patient registry that this valve model 3300tfx29mm implanted in the aortic position was explanted from a 61-year-old patient after an implant duration of 7 months and 18 days due to valve thrombosis leading to stenosis. Reportedly, the patient presented with a stroke and was found to have severe bioprosthetic aortic valve stenosis, that was confirmed by the presence of a mass underneath the aortic valve, which was initially suspected as either a thrombosis or endocarditis, however later confirmed via pathology to be a thrombus. Reportedly, patient was started on antibiotics for a culture negative infective endocarditis and anticoagulation for thrombosis and then underwent an urgent surgery for replacement. Another bioprosthetic valve was implanted in replacement. The patient was noted as to be discharged home five days post-operatively.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. The most likely cause is patient factors renal carcinoma.